Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer's blood glucose level was recorded at 210 mg/dl. The faulty pump was scheduled for return, and a replacement pump was assigned to the customer.